Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not showing the numbers on the screen and the did not received the second series of the beeps also. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.